Event description:
A discordant, false negative troponin ultra (tni ul) result was obtained from one patient on an advia centaur cp instrument and the result was reported. The negative troponin result was considered discordant compared to the patient's troponin previous test history. The original patient sample was repeated twice and the results were higher. A new sample was drawn the next day and the troponin result was higher. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse did not observe any system issues. The cause for the falsely elevated troponin result is unknown. The instrument is performing within specifications.